Event description:
The customer contacted physio-control to report that their device showed the attention icon in the readiness indicator. Upon device evaluation, physio-control observed that the device showed the attention and charge-pak icons in the readiness display and that the internal hybrid layer capacitor (hlc) batteries had depleted. Therefore the device may not be able to provide sufficient defibrillation therapy if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the device would not remain powered on to download data or to charge and shock defibrillation energy. The internal hybrid layer capacitor (hlc) battery, designator bt2, had less charge than bt1 and bt3, but when charged it did hold its charge. It was then observed that the charge-pak battery charger had the cell for bt2 low, at 1.8 volts. Cell bt2 of the charge-pak battery charger would not charge the device's internal hlc batteries. A replacement device was provided to the customer under warranty.